Event description:
A report was received that the patient had irritation, redness and blistering at pocket site. The physician suspected an infection due to the sutures and performed a pocket revision. During the revision the patient had bubbling at pocket site and the physician suspected that the patient might be allergic to the implantable system. An allergy test was done and returned negative. The patient was prescribed antibiotics and since then the irritation has ceased.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.